Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the associated batch manufacturing record did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review was carried out using the lot and part number provided, there have been further complaints reported with this failure mode in the past three years. The product was used in treatment. As no product could be returned, a thorough evaluation of the product could not be carried out. It was reported that during treatment, the dressing was not lasting for longer than 12 hours. Potential causes for the issue experienced are: 1. Skin has not been thoroughly dried before application of the dressing. 2. Dressing absorption is saturated and need to be replaced. We have not been able to confirm a relationship between the event and the product or identify a definitive root cause. No further actions by smith + nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during use, outside the patient, the adhesive qualities of dressing not lasting for longer than 12 hours. No surgical delay. It is unknown how the procedure finished. Patient injuries were not reported.